Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; long and narrow proximal neck. Neck diameter less than 19mm. Conclusion: occlusion. Anatomy related; long and narrow proximal neck. Neck diameter less than 19mm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 33.3mm diameter and 85mm in length abdominal aortic aneurysm and an iliac artery aneurysm. Neck angle is 45 degrees. The proximal neck was 18 mm in diameter and 47 mm in length. The left common iliac artery was 44 mm in diameter and the right common iliac artery was 11.5 mm in diameter. The right external iliac artery measured 8.2 mm in diameter and the left external iliac artery measured 7.2 mm in diameter. The right internal iliac artery measured 14.4 mm in diameter and the left internal iliac artery measured 18 mm in diameter. It was reported that the distal side of the proximal neck (aneurysm entry site) was long and narrow. It was confirmed that the flow divider of the main body had been implanted inside the proximal neck. The physician decided to complete the procedure, but the ipsilateral limb was almost occluded due to the difference of radial force between the single layered limb and doubled layered limb. Therefore, additional treatment was given. The patient was treated and recovered. The patient will be monitored by their physician. No additional clinical sequelae were reported and the patient is fine.